Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the pt received a durom generic cup on an unknown date. The pt is currently being monitored due to unknown reason. No other info was received.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt has not been revised and is currently being monitored. Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the (B)(4) as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. The cause for this complaint has not been provided, but the date of th original implantation suggests that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4)

Manufacturer narrative:
This case was reopened on february 05, 2016 to enter additional information which had been received on january 18, 2016. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component on an unknown side (exact date not reported) . The patient was revised on unknown date due to unknown reasons.

Manufacturer narrative:
The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification (B)(4). Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).